Event description:
It was reported that the haptic of aq2010v silicone three piece lens was torn. The lens was inserted and removed without any patient injury. The reporter stated the event was the result of tech/surgeon's error. This is one of two incidents involving this patient. See MFR report # 2023826-2013-00177.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known impact or consequences to the patient. Torn material. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned lens showed a tear in the optic was a piece of the optic was torn off with a haptic and missing. (B)(4).